Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported something was poking on her uterus. The patient was transferred to patient services where they had the patient check the device and confirmed therapy was on at 2.9 v on program 1. Patient reported the issue was related to positional movements. Patient states she is in pain from the stimulation/vibration, and states she was in such bad pain she even went to the bathroom and "didn¿t know what was going on." Patient states she felt a pain like it was "pushing on her uterus." Patient states the pain happens when she is "up" and moving around also. Patient states she didn¿t sleep too well either because of the pain, couldn¿t sleep on her right side, she had to sleep on the left side. Patient states it was "like needles poking me." Patient services had the patient decrease the amplitude to 2.8 v which eliminated the uncomfortable stimulation. Troubleshooting resolved the issue. There were no further complications that have been reported as a result of this event.